Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Customer repair .

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator was alarming and the tidal volume reading was low. The customer reported the unit was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the ventilator flow rates are adequate and adjustable. Pse recommended air delivery and pressure tests be performed. The customer was contacted for followup information; awaiting response.